Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was sent to investigate the issue. The fse identified low pressure and a valve leak. After replacing the 5000 hour maintenance kit and the drive manifold the issue was resolved. The iabp passed all safety and functional tests and was returned to the customer for use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed and failed to automatically inflate making it unusable . Unit was replaced to provide therapy. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.